Event description:
A ventilator was returned to the third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device at the third-party field service engineer, the device failed a test step during testing and circuit faulty, low pressure. The device was serviced and recalibrated to address the issue.